Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the peritoneal catheter was leaking intra-operatively. According to the report, the catheter was replaced.

Manufacturer narrative:
Only the peritoneal catheter was returned. Approximately 120 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.